Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) a patient called was received. The patient indicated was advised by clinic the pacemaker was program to 59 lowest, and highest 150. Also, patient takes a drug to lower heart rate if she needed, and medications for high blood pressure. Lost 30 pounds, maybe pacemaker does not like the weight loss. The patient also reported the ipg goes to 59 but does not go to 150. A walk was taken by the patient,walked 5 km only, and could not walk. The patient returned home, and heart rate was still at 59. Patient reported current rate is still 59, and feels light headed, terrible headache, and high blood pressure. The patient made a visit to local hospital and was advised to follow up with clinic.the patient was also to call appropriate healthcare clinic for medical advice. The ipg remains in use. No further information can be obtained. No patient complications have been reported as a result of this event.